Event description:
The customer contacted baxter's service center regarding a system error 2367 (resume err critical error found), which occurred on the homechoice (hc) during dwell cycle four. The hc display was not flashing and buttons not responding. The home patient (hp) cycled the power and system error 2367 occurred again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.